Event description:
Dealer is stating that on the hublock cable in the central cable has been pulled from it sauter point making the hub locks not work. Dealer did not have a serial number, and all order did not mention serial number either.